Event description:
It was reported the patient's ipg reached end of life. It is unknown if the ipg depleted prematurely. As a result surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg had reached end of life. The plan was to replace the ipg. On (B)(6) 2022, it was reported although the issue has not resolved, multiple follow-ups indicated the patient has yet to be scheduled for an ipg replacement. Rep was notified that the record will be closed and may be reopened if additional information is received. In an update received 30 dec 2022, it was reported the ipg was explanted without complications. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, the device history records of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced, addressing the issue.